Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer may have rolled over the pump during sleep while camping. Subsequently, the pump touchscreen was noted to be cracked. The pump was still functional. The customer's blood glucose (bg) level was 255 mg/dl, which was addressed with a correction bolus via the pump. Reportedly, the customer would continue to use the pump for insulin therapy.